Manufacturer narrative:
The customer did not return the suspected contour next meter for evaluation. Since the serial # of the meter was not provided, a device history record could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer did not provide the meter information. Therefore, no information was captured (model # and serial #), and the device manufacture date could not be determined.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.